Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited over-sensing noise and delivered inappropriate anti tachycardia pacing (atp) therapy. No intervention was performed. There were no patient consequences.

Event description:
New information received noted that fracture was suspected on right ventricular (rv) lead and atrial lead. No intervention was performed. There were no patient consequences.